Event description:
It was reported that pump was not detecting cassette.

Manufacturer narrative:
Other, other text: additional information was received. No patient involvement. (Updated b1). The device was returned to smiths/ICU medical. Scratches and cracks were found on lcd lens/screen. The device was able to pass functional tests, however error were found in the device event history log. The reported issue could not be duplicated, but the dso sensor was replaced as a preventive measure. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Additional information received by smiths medical/ICU on 10-may-2022 via email and attached to complaint object: no patient involvement. The issue was found during testing.